Event description:
It was reported to target that during a procedure to treat a sub-arachnoid hemorrhage at the anterior communicating artery level in the circle of willis, the gdc coil fractured while attempting to reposition it. There was no complication for the pt after the procedure. Through a follow-up by a company representative target was informed that the pt was well with no neurological deficit and asymptomatic after 15 days.